Event description:
It was reported that the arctic sun device was not managing temperature. The support line believed the issue was due to a pump failure. A loan device was sent to enable therapy to be continued on another arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. Initial reporter phone: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.